Event description:
It was reported that the pump showed a primary audible alarm background test. No patient injury was reported.

Manufacturer narrative:
A product sample was received for evaluation. Visual and functional testing were performed. All cases were in excellent condition. Power up process was performed but the reported problem was not duplicated. Primary audible alarm background (bgnd) test was verified in the event history log (ehl) and the interconnect was plugged in but not glued as required. A root cause could not be determined. As preventive measure, the speakers and interconnect printed circuit board (pcb) were replaced; plugged and glued interconnect to the main board; performed power up process all functional testing passed. No causes or potential causes to the customer's reported problem were found during the device history record (DHR) review. A corrective and preventative action has been opened to address the reported issue. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms#: 617147.